Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a neonatal patient (age & gender unknown), the device displayed a "poor pad connection" message. Complainant indicated that the clinician obtained another set of electrode pads and the device displayed a "poor pad connection" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device will not be returning to zoll. The customer also indicated that the electrode pads used were not manufactured by zoll and will not be returned.